Event description:
Patient was revised for unknown reason.

Event description:
Update: (B)(6) 2014 - medical records were obtained. Medical records indicate patient was revised due to metal on metal disease, debris, and a loose acetabular cup. The information received does not change the MDR decision. The complaint was updated on: (B)(6) 2014.

Manufacturer narrative:
Update** (B)(4) 2013 - ppd received. Part/lot has been updated. There is no new information that would change the outcome of the investigation. Depuy considers this complaint closed at this time.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
(B)(4). Litigation alleges patient had pain, stiffness, discomfort and weakness which negatively affect mobility; toxicity of metal in the body; and the ability to perform normal physical activities is limited after asr hip implant. Revision surgery noted that there was significant pseudotumor and metallic tissue reaction. Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).